Event description:
Per the audiologist, the pt showed no auditory responses to sound when the cochlear implant was activated. A preoperative CT scan showed abnormal cochlear anatomy. The electrode array reportedly was partially inserted. The device was explanted in 2008, and the pt was reimplanted with a new device during the same surgery. The surgeon noted that the explanted device's electrode array was "not placed in [the] cochlea".

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.